Event description:
It was reported that right ventricular (rv) lead was explanted and replaced due to oversensing noise. The patient is in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned for analysis. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil located proximal to the suture tie impression consistent with friction to the device can. The cause of the reported event was isolated to the exposure of the coil in the abrasion zone. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any additional anomalies with the exception of procedural damage.